Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
Customer stated, they had a delay of cases due to tears in the wrap (during use with patients in the or). This was resolved by replacing the trays. In one instance the tray was one of a kind and they had to wait an hour and a half for sterile processing to replace the tray. No injury was reported to the patient. The customer reported that the patient had to be woken up from anesthesia. No instruments from the trays were reported as used on patients.